Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522. A manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) will not power on. It was found that the din rail fuses, f1, f2 failed. Fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during a case, the imaging system mobile view station (mvs) was not powering on. The system was plugged in overnight, but when going to move the system, the green power line was not illuminated nor did it illuminate when re-plugging the system. They proceeded with the case by using a c-arm. There was no reported impact to patient outcome.